Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('partially embedded essure metallic coils') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (salpingectomy-bilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device and post procedural complication outcome was unknown and the pelvic pain, abdominal pain and dermatitis allergic had resolved. The reporter considered abdominal pain, dermatitis allergic, embedded device, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain and allergy discrepancy noted: date(s) of insertion: (B)(6) 2002. Discrepancy noted for essure removal date- (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received: newly added events- embedded device, reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash / skin condition"), psychological trauma ("psych injury") and post procedural complication ("post removal complications"). The patient was treated with surgery (salpingectomy-bilateral). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain and dermatitis allergic had resolved and the post procedural complication outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for pain and allergy discrepancy noted: date(s) of insertion: (B)(6) 2002. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: product information updated; previously reported event "injury" updated to pelvic pain. New events added: "abdominal pain", "allergic rash", "psychological trauma", "post removal complications". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.